Manufacturer narrative:
(B)(4).

Event description:
There was poor communication screen on the patient programmer. Patient reports she thinks her ins (stimulator) battery had stopped. She noticed she was not feeling stimulation and her pp(patient programmer) will not connect. The patient does use an antenna. Confirmed antenna was secure and sync with ins. This did not resolve reported issue. Symptoms reported were none. Event date on (B)(6) 2016 for noticed ins stopped and (B)(6) 2016 for pp poor communication. The indications for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that indicated the patient had not been feeling "electric impulses" and the remote wouldn't connect. They were urinating more and having to hurry to bathrooms. The poor communication, loss of stimulation, and ins stopping issues had not been resolved and the patient was waiting for the surgery to be set up for changing the "battery" (ins).